Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for the dehiscence allegation. Dehiscence is a known medical risk associated with the implantation of a device under the skin.

Event description:
It was reported that this insertable cardiac monitor (icm) came out through the skin a few days after initial implant. The physician considers the patient as a twiddler. No new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) came out through the skin a few days after initial implant. The physician considers the patient as a twiddler. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for the dehiscence allegation. Dehiscence is a known medical risk associated with the implantation of a device under the skin. Explant date updated to (B)(6) 2022.